Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. There was device interaction with previously implanted devices. The patient had 3 intact tricuspid teer devices (2 in as comm, 1 in ps comm). The central teer device was lacerated off the septal leaflet. The evoque anchors were low during ventricular expansion and none of the height maneuvers translated to move the valve atrial. The valve was deployed and the anchors were >10mm in all planes. There was severe tr observed through and around the valve, so it was decided to do a valve in valve (viv). The viv eliminated the central tr and there was trace pvl observed on the posterior side. The patient was stable and extubated the following day. There were height constraints in the procedure with the capsule gap being too ventricular after crossing the tva. The cure maneuver was utilized to clear the subvalvular apparatus; appropriate height was verified via tee after this maneuver. Once the valve was fully ventricularly expanded, the anchors remained ventricular with no maneuvers getting the anchors in the leaflet hinge points (secondary for height and wire push). Leaflet capture was confirmed during the spin with no extra maneuvers required to attain capture. Appropriate volume optimization was performed prior to the procedure by the site and confirmed via tee day of. The perceived root cause of the event was that the anatomy was such that the inability to atrialize was not recognized until the mid-point of the procedure.